Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis found the battery drawer latch was damaged. Analysis also found the upper and lower cases were broken. Three control knobs, three knob springs, ring cover, and bail cover found damaged.

Event description:
It was reported the external pulse generator (epg) was not working. The epg was returned for repair. There was no patient involvement.